Event description:
The following was reported through a review of the article titled, "case report of managing glaucoma with refractory scleritis: istent complications and challenges." Reportedly, following a left eye (os) trabecular microbypass stent system procedure, a patient with a history of refractory idiopathic scleritis, severe scleral thinning, and chronic inflammation presented with stent migration into the subconjunctival space leading to elevated intraocular pressure (iop). Per report, further medical management, including medication, was required. Additional information has been requested. Please see the attached article for further details. Reference doi.org/10.1016/j.ijscr.2025.1109907.

Manufacturer narrative:
Additional information: b3: publication date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Dislodged/dislocated stent and iop increase are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (dislodged/dislocated stent and iop increase) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the report suggests that the patient's history of refractory idiopathic scleritis, severe scleral thinning, and chronic inflammation contributed to the event. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the patient status was reported as "stable" with no intervention to address the stent migration.

Manufacturer narrative:
Additional information: a1, b5, g2, g3. A6: patient race noted as arabic. Correction: b2. MFR# reference:(B)(4).